Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited no image. The unspecified procedure occurred during set up /inspection for use (during set up in room / before patient in room). Unsure as to how the procedure was completed. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: d8, g4, h5, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.